Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient ((B)(6)) was implanted with a non rechargeable ipg on (B)(6) 2011. It was reported that patient's ipg was replaced due to communication issues. The patient allegedly never observed the low battery warning.